Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms due to total power failure. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed authorized third party service centre. Evaluation confirmed the reported issue. However, the investigation methods, results, and conclusions are not finalised at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).